Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci force bipolar instrument to perform failure analysis. The force bipolar instrument was analyzed and found to have insulation damage on the conductor wire. The internal wires were exposed as a result. The damage was located at the distal end on the bipolar yaw pulley. There was no material missing from the instrument. An electrical continuity test was performed and failed. The reported complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have thermal damage on the grip tip assembly.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument's energy function suddenly would not work. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.